Event description:
In a journal article, the investigator reported a pt experienced a posterior capsule rupture with dislocation of lens cortical fragment in the vitreous chamber. It is stated that the capsule rupture is the most frequent complication that occurs when learning phacoemulsification.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).